Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, fever, cystitis interstitial, pyelonephritis, leukocytosis, colposcopy, hypertension and dyspareunia. Previously administered products included for an unreported indication: macrobid and fioricet. Concurrent conditions included recurrent uti and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal): uti"), eczema ("rashes or skin conditions: eczema") and nausea ("nausea"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), alopecia ("hair loss"), abdominal pain ("pain abdomen") and vulvovaginal pain ("vaginal (inner wall/ liner)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, alopecia, urinary tract infection, migraine, headache, eczema, vaginal discharge, nausea, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, eczema, female sexual dysfunction, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2014, (B)(6) 2014 (per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Radiographic images showed good uterine and corneal filling with no filling of the tubes indicating successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: new pfs+mr received. Event injury was updated and new events: apareunia; hair loss, infection (bladder/ urinary tract, vaginal): uti, migraines/headaches; nausea; pain/pelvic, rashes or skin conditions: eczema, vaginal discharge, nausea, abdominal pain, vaginal pain were added. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.